Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage is observed on the sensor patch. Data was extracted using approved software and the sensor was in senor state 5 (indicating normal termination). Watermark was observed at the sensor base indicating the sensor tail was properly inserted. Visual inspection was performed on the returned sensor plug and no failure modes were observed. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. This also serves as a correction report. Section h11 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. Due to not being able to obtain readings customer self-treated with insulin(dose/type unspecified). As a result, customer experienced "not being responsive", sweating, and a loss of consciousness and was unable to self-treat. Paramedics were called and upon their arrival, administered IV glucose for treatment of a diagnosis of hypoglycemia. Unspecified readings were also taken on a healthcare provider meter. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. Due to not being able to obtain readings customer self-treated with insulin(dose/type unspecified). As a result, customer experienced "not being responsive", sweating, and a loss of consciousness and was unable to self-treat. Paramedics were called and upon their arrival, administered IV glucose for treatment of a diagnosis of hypoglycemia. Unspecified readings were also taken on a healthcare provider meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.